Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 at 3:25 am with blood glucose of 795 mg/dl. Patient's current blood glucose is 155 mg/dl. Customer reports they feel okay to troubleshoot. The customer experienced symptoms such as flu like symptoms. Customer treated for high blood glucose was unknown. Customer was in emergency room as a result of high blood glucose. It was unknown that the customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.